Event description:
The customer reported being hospitalized for low blood glucose of 70 mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The time, date, and settings were accurate. The device had a low reservoir alarm with no units left at the time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.